Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the reported supraannular perforation (article patient) cannot be confirmed; however, it is likely to be related to the mechanism described above, in addition to the porcelain aorta reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported in an article published by clinical research in cardiology, during a transapical tavr procedure, the patient with a porcelain aorta developed a supra-annular perforation of the left sinus. The patient was treated conservatively without any additional intervention, and was alive a 1,063 days post procedure. The patient¿s annulus measured 19mm in diameter by tee. The patient had a porcelain aorta and calcification of the sinus was noted. As stated in the article, to reduce the frequency of aortic rupture, careful pre-procedural planning appears essential to avoid this serious and potentially deleterious complication.